Event description:
As reported: "pt. Presented with discomfort of the right knee. Dr. Determined his knee was infected. Dr. Performed an extensive I&d and swapped out all previous components listed on the 10/1 sheet for the components listed on the 9/2 sheet. No complaints filed against the implants themselves, no further info available."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 64812130, mrhk bumper insert - neutral, lot: lkr796. 64812110, mrhk femoral bushing, lot: lkm031. 64812110, mrhk femoral bushing, lot: lkl431. 64812140, mrhk tibial sleeve, lot: lkl792. 64812120, mrh axle, lot : ctd50590. 64812100, mrh tib rot comp xs-xl, lot: 177812a. 64786625, ti dur reg fluted stem, 15x80mm lot: 0053742. 64811111, mrh knee fem s rgt, lot: jpt9s. 64786610, ti dur reg fluted stem, 12x80mm DHR lot: 0107964. 64813112, mrh tibial b/plt keel med 2, lot: ly62c. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.